Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of inadequate capture was unconfirmed. Visual examination of the lead¿s helix found it to be retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies. The cause of the reported helix issue was due to the helix being clogged with blood and tissue. Electrical testing found shorts between the conductors¿ paths due to procedural damage. No other anomalies were found.

Event description:
It was reported during implant procedure of right ventricular (rv) lead. It was noted that multiple positions were attempted for rv lead placement due to high capture threshold. It was also reported that the rv lead helix failed to extend after multiple repositioning. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient was stable.